Manufacturer narrative:
The device has not been returned. It is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents of the patient found a liquid which was adhered to the battery and the dacapo powerpack. That liquid was also found at the terminal of the battery charger. The battery unit also got discolored and came off. On terminal of the battery charger dust was found. Leaking electrolyte was not found. A check of battery unit and dacapo powerpack was requested. However, neither patient contact to battery chemistry or nor any injuries were reported.

Manufacturer narrative:
Conclusion: the supplemental sheet has been received and was inspected upon arrival. According to the received information, leaking electrolyte was observed as suspected in the prior investigation of the dacapo frame. The leaking indicates that the power pack was not refreshed/used for a long period of time. This is a final report.

Event description:
The parents of the user found a liquid which was adhered to the battery and the dacapo powerpack. That liquid was also found at the terminal of the battery charger. The battery unit also was discoloured. On the terminal of the battery charger dust was found. A check of battery unit and dacapo powerpack was requested. Reportedly, leaking electrolyte was not found when the battery was examined at med-el (B)(4)however according to other documentation received dated (B)(4)-2018, there was leakage found. However, neither user contact to battery chemistry nor any injuries were reported.

Manufacturer narrative:
The device investigation revealed electrolyte residues on the inner side of the dacapo frame housing. This was most likely caused by electrolyte leakage from the dacapo powerpack. Despite requested, the leaking dacapo powerpack could not be retrieved for investigational purposes. This is a final report.

Event description:
The parents of the patient found a liquid which was adhered to the battery and the dacapo powerpack. That liquid was also found at the terminal of the battery charger. The battery unit also got discoloured and came off. On terminal of the battery charger dust was found. Reportedly, leaking electrolyte was not found. A check of battery unit and dacapo powerpack was requested. However, neither patient contact to battery chemistry or nor any injuries were reported.